Event description:
Staff members were attempting to cardiovert a pt (age and gender unknown). The staff indicated that the unit's monitor screen display was "always up" and that they were unable to treat the pt. The staff obtained another device (serial number unknown) and cardioverted the pt. There was no adverse eefct on the pt.